Manufacturer narrative:
A ge svc rep performed an onsite investigation and repaired the sys. The sys operates as intended. No further info is available.

Event description:
The customer reported that the sys was shut down incorrectly, produced a high-pitched noise, and would not boot up. No pt injury was reported.